Event description:
It was reported that resistance was detected after the cc4204bf collamer plate lens was loaded and when the surgeon attempt to insert it the lens got stuck in the injector. There was no patient contact. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Evaluation codes results(other): visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens.